Event description:
Additional information was received from the patient. When asked what steps were taken to the resolve the issue of being electrocuted for about two seconds, the patient stated in both instances the MRI machine was turned off and the [manufacturer's] apparatus was readjusted. The patient stated the first instance occurred on (B)(6) 2024 during an MRI for their lumbar spine. The patient reported they took 10 seconds of severe (to them) electrocution before the MRI was shut off and therefore electrocution stopped. The patient reported a second instance of electrocution occurring during an MRI on (B)(6) 2025. The patient stated took five seconds for all the electrocution to calm down after the MRI procedure. When [illegible] the apparatus on their body, it was medium severe. The patient noted that the process of interrupting the [manufacturer's] apparatus was very complicated (for them) despite their telephone conversation with [the manufacturer] about the procedure, [illegible]. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient had an MRI six months or so ago and they didn't shut their ins off correctly and they got electrocuted for about two seconds. The patient noted they left a message with their healthcare provider (hcp) and their hcp said they would put the patient in contact with the manufacturer. The patient was offered assistance with activating MRI mode, but the patient was in a car and couldn't place the communicator over their implanted device. The MRI instructions were emailed to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that upon feeling electrocuted 5-10 secs. MRI scanned sufficiently, and on second electricity spurge waited a minute and all became fine. It is unknown if the issue was resolved. The patient stated turning on and off the device is much too difficult for them.